Event description:
Reporter stated that he obtained a result of 240 mg/dl on the aviva system while feeling dizzy and sweaty. Reporter went for a walk about 10 minutes after the result and passed out at some point while walking. Reporter stated that he awoke in a hospital around one and a half hours after the original result was obtained on his device. A result of 60 mg/dl was obtained on the hospital meter and the customer was given unspecified treatment intravenously. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.